Event description:
It was reported that the patient presented to the emergency room for chest pain. Upon review, it was discovered that the right ventricular lead (rv) exhibited inappropriate shock due to noise. The rv lead was capped and replaced on (B)(6) 2026 and the implantable cardioverter defibrillator was explanted as well. The patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to noise.

Manufacturer narrative:
The reported complaint of inappropriate shock and sensing noise was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including high voltage shock and sensing test, and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.